Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm the customer¿s reported problem. A visual inspection was performed and noted scratches on the screen. Also, the printed circuit board (qb), auxiliary-in terminal screw hole damage. During testing of the device, no abnormalities were observed. After the requestor obtained the defect information, the requestor inspected the device at the user facility and found that there appeared to be a problem with the endoscope (ltf-s190-10). The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oj) was informed that the customer visera elite video system center screen blacked out approximately thirty to sixty minutes after the start of the laparoscopic cholecystectomy. Subsequently the device was replaced with another similar device and the intended procedure was completed. The device was inspected prior to use with no abnormality observed. No patient death, injury, or impact to the patient was reported to olympus. There are four devices related to the event on (B)(6) 2022. This report is being submitted for the fourth device. The first device is being reported on the medwatch with patient identifier (B)(6). The second device is being reported on the medwatch with patient identifier (B)(6). The third device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
Updated: d4, g2, h4, h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The device was returned to olympus for inspection. The reported ¿black out screen¿ issue was confirmed and determined to be the result of a faulty video scope (ltf-s190-10). The root-cause of the faulty video scope could not be determined. Olympus will continue to monitor field performance for this device.